Event description:
(B)(4). Initial information received from a physician on 09-jun-2008: this case involves the second of 2 patients reported by the physician. The physician reported that she injected a (B)(6) female patient with poly-l-lactic acid (sculptra) for an indication of lipoatrophy on (B)(6) 2007. Poly-l-lactic acid (lot # 2a6015, expiration date unknown) was reconstituted with 4 ml of sterile water and 1 ml of lidocaine. The physician stated that the patient was injected into her lateral cheeks. Patient had a history of hives (nos). No other medical history reported. Concomitant medication reported as none. The physician stated that the patient experienced a "delayed reaction" to poly-l-lactic acid: about 2 weeks ago, the patient's face swelled like she was having an allergic reaction and complained of painful, hard lumps on her cheeks, described as "lumpy and uncomfortable." The physician treated her with desloratadine (clarinex,) intralesional triamcinolone (kenalog), hyaluronic acid gel (perlane, 2 cc), trimethoprim & sulfamethoxazole (bactrim ds,) ibuprofen (motrin,) and hyaluronic acid gel (juvederm, 1 cc). The physician reported that an MRI was done on the patient, which showed soft tissue changes. Also, the patient was wearing braces (nos), which was thought to be the problem. Event was report as ongoing although the patient was reported as doing better. No biopsy taken at time of report. No further medical information reported.

Manufacturer narrative:
Additional information for sculptra (lot #a6015, expiration date 30-nov-2008) from (B)(4): batch record review was without hint to root cause. The review of the device history report and of the analytical results of the involved batch did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable. Additional information received from the reporting physician on 24-jul-2008: the physician, a dermatologist, returned the sculptra adverse event form and the health care professional form: the poly-l-lactic acid was reconstituted with 4 ml sterile water for injection and 1 ml of lidocaine (no epinephrine was added); reconstitution was done more than 2 hours prior to the poly-l-lactic acid injections. Lot number of poly-l-lactic acid was confirmed as 2a6015, expiration date 30-nov-2008. The additional local anaesthetic used was lidocaine & tetracaine (pliaglis). A total volume of "2 and a half syringes" of poly-l-lactic acid was injected into each cheek/chin. The patient has experienced recurrent, hard, painful lumps at the injection site. A biopsy was not taken. The event was ongoing. No further medical information was reported.